Manufacturer narrative:
A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation.

Event description:
The customer reported that 60-2450-120, system 2450 esu, 120v, device had been causing burns to the surgeons and patients (canine) during use. After further information was requested it was discovered that over a two-year period during limb amputations, approximately 10 surgeons had received "tiny pin point burns" and 5 canines during "post-op at recheck a burn was detected on the patients lateral side". The burn to the surgeons is of unknown degree and the canines were listed as 1st to 2nd degree burns. During follow up questioning the set up being used of the device and accessories was found to be questionable with the use of water/saline on the grounding plate. This report is being raised on the basis of injury due to burn of unknown degree.

Manufacturer narrative:
Additional information as of 26dec2018: the conmed sales representative went to the account to observe a procedure. These were the findings: a gauze-soaked pad is placed on the metal plate and then the animal is placed on top. The account has been asked to shave the animal and use gel if they are going to continue to use the metal plate. Or shave the animal and use a dual foil sticky pad. The account also stated that they are considering changing glove vendors since the vendor mentioned that a percentage of their gloves have holes in them. Evaluation of device: no error in the lfc. Device was found to be functioning well. The device met specifications and passed all function test. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use/user manual, the user is advised the following: ·the use and proper placement of a dispersive electrode is a key element in safe and effective electrosurgery. Follow manufacturer's directions and recommended practices for the preparation, placement, use, surveillance and removal of any dispersive electrode supplied for use with this electrosurgical unit. ·apply the dispersive electrode over a well-vascularized muscle mass that is thoroughly clean and dry. Clean site and clip hair as necessary per hospital policy, to provide adequate electrical connection. Avoid placement over scar tissue, bony prominences or other areas where pressure points on small areas might develop. ·skin to skin contacts, such as between the arm and body of a patient or between the legs and thighs, should be avoided by the insertion of a dry gauze. ·to avoid patient and operator burns, operating room staff should never simultaneously touch the patient and the esu connectors. ·in general, electrosurgical current paths should be short as possible and should run either longitudinally or in a diagonal direction to the body, not laterally and under no circumstances lateral to the thorax. ·jewelry and other metallic items can cause localized burns if they make contact with grounded items and should be removed from the patient prior to use of electrosurgery. ·exercise care when moving the esu to avoid electrostatic charge buildup in the presence of flammable materials, as there is a risk of igniting these materials is a spark should occur. This issue will continue to be monitored through the complaint system to assure patient safety.